Event description:
It was reported that the surgeon implanted a micl12.6 implantable collamer lens. When the patient returned for a postoperative visit she had developed a cataract. The lens was removed and the doctor implanted an intraocular lens. The incision was enlarged and a couple of sutures were placed.

Manufacturer narrative:
Results : visual inspection of the returned product showed that a corner of a plate haptic was torn off and missing. There was a clear surgical residue on the lens. A work order search was performed and there were no similar complaints found within in the work order. Conclusion: no conclusion can be drawn. Based on the complaint history, work order search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.